Event description:
It was reported that upon removal of the coaxial needle after a lumbar disc biopsy, the needle was noted to have detached into two pieces and the distal segment remained in the pt. The incision at the skin was slightly enlarged and the detached distal segment was successfully removed with forceps. The current pt status is unknown.

Manufacturer narrative:
The lot number for the device has been provided and the device history records are being reviewed. The device has been returned and the investigation is currently underway.